Event description:
It was reported to medtronic minimed that the customer experienced pump error 40(motor safety circuit failed test). The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error upon battery installation. Pump was unable to download to thus to verify cause of critical pump error due to constant blue screen appearing while trying to download. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found on the inside of battery tube and battery spring during visual inspection. No moisture damage to electronic assembly. Isolate to electronic assembly. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. Unit received with no physical damage. Pump error 40 was not confirmed due to no critical pump error after battery installation. Pump was unable to download to thus due to constant open book error and blue screen while trying to download. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.